Event description:
A heaalthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula broke during use when turning the patient as part of standard patient care. The patient was reported to have desaturated from 90% spo2 to 44% spo2. The patient was provided therapy using a non-rebreather mask while the cannula was replaced. The patient recovered to a stable condition.

Manufacturer narrative:
Ps366271 the opt946 interface is used to deliver humidified oxygen to patients. The opt946 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt946 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the tubing of an opt946 optiflow + adult nasal cannula broke during use when turning the patient as part of standard patient care. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. However, the damage observed was most likely caused by subjecting the cannula to undue force while turning the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt946 optiflow + adult nasal cannula would have met the required specifications at the time of production. The setup instructions in the user instructions which accompany the opt946 optiflow + adult nasal cannula includes the following steps: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). We have requested further information regarding the reported event from the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula broke during use when turning the patient as part of standard patient care. The patient was reported to have desaturated from 90% spo2 to 44% spo2. The patient was provided therapy using a non-rebreather mask while the cannula was replaced. The patient recovered to a stable condition.